Event description:
It was reported that the device tip broke off. This was during a cholecystectomy while the surgeon was excising the gallbladder from the liver bed. The surgeon used a second device and the procedure was completed with no reported problems or consequences for the patient.

Manufacturer narrative:
Evaluation summary: the analysis results confirmed that the device was returned with the distal tip of the blade broken off and missing. The device functioned in air while being activated. However, the device did not cut due to the condition of the blade. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert warns: "scratches on the blade may lead to premature blade failure."